Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The device was received for evaluation. Visual inspection found heavy cut marks on the intramedullary im sword portion of the device and confirmed the reported incident. There appear to be gouges on both wings. Hardness was evaluated and found to be within specifications. The device was used for treatment. The device was manufactured in 2005, giving it an approximate field age of 8 years, and has been used an unknown number of times. Due to the age and condition of the device, it can be concluded that the device reached the end of its life due to normal wear that accrued through use. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the wing broke off of the instrument while impacting during surgery.